Manufacturer narrative:
The device was returned not deployed. The data obtained from the device shows the device delivered 21 first prime pulses and was deactivated at 31 pulses. Due to observed rotational sensor errors, the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying. Inspection of the commutator cap found contamination which contributed to the observed rotational sensor errors. The reported event was determined to not have occurred as the device was received not deployed.medical device problem code changed from a150103 to a15.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.